Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 1 unit bolus after misreading their blood glucose (bg) level. Reportedly, the customer eyes were blurry and thought their bg level was 183 (mg/dl); however, after looking at their bg levels again, they realized it was 103 (mg/dl). Peanut butter crackers were consumed to prevent bg levels from decreasing. The customer declined any follow up from tandem technical support.